Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 547 mg/dl and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
(B)(4).

Event description:
This is a spontaneous report by a nurse from the USA of patient made with touch contamination and peritonitis in patient coincident with peritoneal dialysis (pd) therapy.during a call with baxter customer services, the reporting nurse stated that in (B)(6) 2010, the patient made a mistake (touch contamination). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake (touch contamination) and dianeal pd4 ambuflex therapy.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.